Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure which took place in 2009. According to the complainant, approximately 2 minutes into the procedure, there was fluid leaking out of the cervix. The procedure was paused and a second tenaculum was applied. At this point, no burns were noted and shortly after, the procedure was aborted. During a follow up visit post procedure, there were ulcerations in the vagina which appeared to be burnt tissue (degree not classified). The burn was treated with silvadene cream and the pt was scheduled for another appointment two weeks later. Follow up info received at about 20 days later revealed that there was no indication of overdialation, the cervix was extremely patulous, several attempts were made to seal the cervix, and there was a fluid loss alarm approximately 2 1/2 minutes into the case (rate of loss unk). There were no further pt complications reported with this event. Although an attempt was made to obtain additional follow up regarding the burn, there is no further info.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.